Manufacturer narrative:
Date of event is estimated. The reported observation of a lead fracture was confirmed when referencing the associated lead. The root cause of the observation was due to all the internal wires of the lead being fractured. The point of fracture lines up with the distal end of the swift-lock anchor location.

Event description:
It was reported that the patient experienced ineffective therapy. One of the patient¿s leads had fractured. Additionally, patient needed an MRI. As such, surgical intervention took place wherein the entire system was explanted to address the issue. Investigation was unable to determine which of the leads had fractured. Analysis of the returned product determined that both the leads are fractured.